Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 day. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had an outflow graft revision on (B)(6) 2018 due to the outflow graft compressing the right ventricle. Each respiration resulted in the outflow graft being pushed onto the the right ventricle. A new outflow graft was implanted. No additional information was provided.